Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they received a blank display. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer stated the insulin pump was not powering on correctly due to damage at the battery cap. Customer's blood glucose was over 500 mg/dl. Customer did not state if they treated for their blood glucose. The customer was advised they would be sent a replacement battery cap. Customer declined to return the product for analysis.